Event description:
It was reported that balloon detachment occurred. The 89% stenosed target lesion was located in the severely tortuous and severely calcified right superficial femoral artery. A 6.0 x 150, 135cm mustang balloon was advanced over an 0.035 wire and the device was inflated at 10 atmospheres for a minute. While removing the device, the balloon ripped apart. The physician was able to retrieve the balloon with no complication and the procedure was completed. No patient complications reported and the patient was stable.